Manufacturer narrative:
The manufacturer's service technician confirmed the reported issue. It was reported the battery was not charged. The customer was provided with a purchase order to replace the battery. To date the customer has not approved the purchase order. Follow up attempts were made to obtain additional information and repair information; no response has been received to date. No parts have been replaced.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The international customer reported the device is not working in battery mode and the battery is not charging. There was no patient involvement.